Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the reported issue could be reproduced. A deviation with the soldering on the cpu board has been identified. The board has been replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part was requested by livanova (B)(4). A dedicated investigation revealed that no deviations were found on the board. The board has been intensively tested without issues. The root cause of the reported event could not be determined. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova received a report that a centrifugal pump system with tubing clamp stopped during procedure and that an error code was displayed on the panel. There was no report of patient injury.